Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. Additionally, the index knob and swivel base are loose. To resolve all issues, new components were added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility has reported that the lock on mayfield modified skull clamp (a1059) was loose. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.